Event description:
Same case as #6000093-2005-01117, it was reported that 6 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The non-calcified lesion was located in the mildly tortuous, 80-95% stenosed proximal to mid left anterior descending (lad) artery. The proximal lad was predilated with a 2.5x15mm voyager balloon inflated to 8 atm's for 29 seconds and a 3.0x12mm voyager balloon inflated to 8 atm's for 33 seconds. The physician then placed and deployed the taxus express2 3.0x16mm drug eluting stent, inflating the balloon to 9 atm's for 35 seconds. The physician used a taxus express2 2.5x8mm drug eluting stent to direct stent the mid lad. The stent balloon was inflated to 11 atm's for 40 seconds. Both stents were successfully placed restoring timi 3 flow and leaving a 0% residual stenosis. It was reported that "the pt refused to take medications." Six days later, while still hospitalized, the patient experienced with chest pain. It was determined that the entire lad was closed down. The proximal lad was ballooned with twice with a 2.5x15mm maverick otw balloon and four times with a 3.0x20mm. The mid lad was ballooned three times with a 2.5x15mm maverick otw balloon and once with a 3.0x20mm quantum maverick balloon. The physician attempted to place another stent, but was unsuccessful. Both lesions were successfully reopened, restoring timi 3 flow and 0% stenosis. It was remommended that the pt have surgery but the pt is non-compliant at this time. No further pt complications have been reported.